Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose event. The customer reported a blood glucose value of 1347 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis and the customer was hospitalized for the treatment for greater than 24 hours. The customer was septic and vomiting for 2 days prior to going to the hospital. The customer treated the high blood glucose event with manual injections. Insulin was administered at the hospital by an IV drip for treating hyperglycemia and diabetic ketoacidosis. The customer reported symptoms like confusion, feeling sick and or unwell, flu-like feeling, headache, tired and or weak, altered vision/vision changes, extremity pain/cramps, increased thirst, and dizziness in the fetal position at the time of hospitalization. The event involved product(s) mmt-332a, mmt-7040a, mmt-1880, mmt-242a. Troubleshooting was partially performed and later, the customer declined. The customer was using the auto mode/smart guard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was on blood pressure, cholesterol and anti-depressant medication. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08765 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 29-sep-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 29-sep-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 359250 (35.925 u) and dailytotalofbolusinsulindelivered = 482000 (48.2 u) which is equal to the dailytotalofallinsulindelivered = 841250 (84.125 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 29-sep-2024, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 09/26/2024 19:18:23.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Bolusnotdeliveredalert (100) was found on: 09/29/2024 16:50:02.000 the pump was expected when the screen timed out when bolus programmed but not delivered. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.41 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.